Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, physician experienced difficulty as it seemed to get caught or stuck. When the device was pulled back, a snag in the stent was noted. The procedure was completed with a non-boston scientific stent and no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.